Event description:
A healthcare facility reported through a literature abstract that a pt experienced rainbow glare in the immediate postoperative period after femtosecond laser treatment, a flap-lift enhancement with refractive correction was delivered to the back surface of the flap. The symptoms were resolved. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. Literature ref: paper: rainbow glare after femtosecond - lasik: lessons learned from 5 consecutive cases. Ascrs-asoa symposium april 2015. (B)(4).